Event description:
The customer reported that, during preparation for use, error code e315 (unsupported scope) occurred on the subject device and the video processor cable connector was loose. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was not sent to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the customer pointed out that the connection of the video cable was loose. It was determined that the cause was that the front socket failed, causing a communication failure between the scope and the processor, making it impossible to detect the scope. The cause of the front socket failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.